Manufacturer narrative:
A field service engineer (fse) onsite inspected the device and found that the internal cable of the unit was loose. After repairing, the unit worked as normal. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera pro xenon light source front panel light is blinking. The event occurred during procedure a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was presumed that the subject phenomenon was caused by loose cables inside, but it did not lead to the identification of the factors that caused the loosening of the cables. Facility technician's inspection confirmed that the front panel blinked due to a loose cable inside and confirmed that reconnecting the cable solved the problem. Olympus will continue to monitor field performance for this device.